Event description:
The customer reports the doctor found the ars (syringe) leaking during use.the device was exchanged to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one opened kit for evaluation containing various components including an arrow raulerson syringe (ars). No defects or anomalies were identified with the ars. After the ars failed the functional inspection, the handle was cut open to examine the inner valves. The valve mechanism consists of two bi-lateral valves and a spacer. A small puncture hole was observed in the center of both of the valve pieces. There was evidence of the slits in the center of the valves. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed the pull leak test. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was initially felt, but the plunger body was able to move to the bottom of the syringe, therefore, the sample failed the push leak test. Manufacturing engineering was consulted in an effort to determine a possible root cause for the holes observed in the valves. It was noted that the only way the defect could be replicated was by passing a swg through the ars very fast and inconsiderately. All ars syringes are 100% tested for vacuum after assembly process and the returned syringes would not have passed this in-process inspection. A device history record review was performed and no relevant findings were identified. The customer reported issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed both the vacuum and the push testing. Examination of the plunger seal and the valve revealed small puncture holes in each of the valve halves. A CAPA has been initiated to further investigate this complaint issue; corrective actions have not yet been implemented. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the ars (syringe) leaking during use. The device was exchanged to complete the procedure.